Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial#(B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep said handset won't connect to the communicator. Technical services had rep reset the communicator and issue was resolved. Patient was able to connect to the implant. Rep called to follow-up on this case. The caller indicated that the patient has continued to have situations when the handset does not connect to the communicator. In some instances when attempting to turn therapy off it takes a long time. There are also some instances when stim is on and the patient is unable to turn stimulation off. The caller indicated that during the appointment the handset was connecting to the ins normally, there was one instance in which the caller reported that it took 2 minutes for the ins to turn off but the connection to the ins was successful. Tss reviewed information about using the handset to connect to the ins and the caller did not want to troubleshoot the issue.